Event description:
Complainant has used the vaporizer in question for 2 years, each night. Complainant stated at 1:00 am this morning the vaporizer cord, started to smoke then went on fire. Her husband put fire out and he called the fire department and received instructions over the phone to check wall outlet etc and per fire department representative the problem was not in their wiring but the cord of the vaporizer. Complainant feels every agency should know about this defective product because they can be placed in children's bedrooms.